Manufacturer narrative:
(B)(4) - incorrect prep. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported resistance with the guide wire could not be confirmed but was likely due to challenging anatomical condition. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that nc trek rx instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported event.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, mildly calcified, 95% stenosed unspecified coronary artery. The 3.0x15mm voyager balloon dilatation catheter was prepared inside the patient anatomy. During advancement, the device met resistance with the guide wire, but was able to reach the lesion. During the third inflation, the balloon ruptured at 18 atmospheres. A new voyager catheter was used successfully to treat the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.